Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaint on the lot number. Unfortunately no sample is available from the customer and no device of this batch number from our stock was available so we cannot go further than the documentary investigation which didn¿t reveal any anomaly recorded during production. Checking the quality databases did not reveal any anomaly in relation to the described defect. (B)(4). The dormia is packaged with the basket opened. A similar case study was performed on dormia no-tip/n stone, on the same defect "sheath damaged/broken" from (B)(6) 2021 to (B)(6) 2025: 18 similar cases were found.

Event description:
According to the available information the blue sheath detached from the basket and would not open or close when it had a stone in the basket. The basket was removed alongside the scope, and once out the patient it was not opening.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information the blue sheath detached from the basket and would not open or close when it had a stone in the basket. The basket was removed alongside the scope, and once out the patient it was not opening.